Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to infection. All components were removed. After a period of healing, the patient underwent a surgery to implant a new artificial urinary sphincter (aus). No patient complications were reported.